Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The ulceration rate seen (35 worldwide incidents out of estimated 174,000+ procedures performed to date) is approximately 0.020% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed an ulcer from a burn on left axilla 30 days post miradry treatment. The patient first noticed the symptom 9 days post-treatment and returned to the treating clinic for physical examination. Steroids were prescribed, and cleaning instruction for the open wound was recommended. Clinic confirmed the ulcer was resolving.